Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion at the bifurcation in the iliac artery with moderate tortuosity and mild calcification, pre-dilatation was performed and kissing stent technique was being performed. A 10x29 mm otw omnilink elite vascular stent system was advanced without resistance and inflated for the first time at 8 atmospheres (atm). During the second inflation at 10 atm the balloon ruptured. The stent system was simply withdrawn from the patient anatomy without issue. Reportedly, the stent system was prepped before use per the instructions for use without any issues noted. Post-dilatation was performed to fully appose the stent to the vessel wall. Reportedly, the physician does perform post-dilatation as standard procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.